Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic patient record from the event and verified that the device did power off; however, the cause of which could not be determined.   Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the batteries installed in their device were draining rapidly, causing the device to power off. Additionally, their device would sometimes power off with fully charged batteries. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.